Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site and the suture sleeve led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of failures.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited pacing thresholds greater than 2,000 ohms in all configurations and loss of capture. The patient underwent a revision procedure and the lead was found to be fractured just proximal to the suture sleeve. It was reported that there were no direct adverse patient effects, but within the last couple of weeks the patient had more heart failure symptoms; however, it was also stated that the patient had not been taking their medication. The lead was successfully explanted and replaced.